Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock adaptors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on between the fresenius apd luer lock adaptor and an extraneal solution bag (not a fresenius product). The patient reported receiving an air detected in cassette alarm during dwell seven of seven of treatment and the treatment was cancelled. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn) regarding the fluid leak and ending treatment early. Upon follow up, the patient confirmed the fluid leak occurred between the fresenius apd luer lock adaptor and the extraneal solution bag. Th patient stated they checked that the connections were tight during setup. The patient stated that the connection between the adaptor and extraneal bag loosened during treatment and a fluid leak occurred. The cause of the connection issue was unknown. The patient stated there were no issues with the cassette or solution bag. The patient did not complete treatment following the reported event. The patient did not experience any symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported leak event. The apd luer lock adaptor was discarded and not available for return to the manufacturer for physical evaluation.